Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2010 (type ii bone) site #5. The implant was removed on (B)(6) 2011. The pt's medical history reveals pt is a smoker.